Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
Product #1 pi main [ (B)(6) ]. The reported issue was investigated but cannot be conclusively confirmed at this time as the root cause is unknown. Per event description, "the site will perform a CT scan to investigate for thrombus. Site will continue to monitor cmems readings" as of the time this file was closed, no CT scan had yet been performed. There is no CAPA associated with the reported event, as there is no new harm or risk identified for the patient or user. This and similar events are monitored and trended via quality data review. A CAPA will implement necessary actions if required. A review of the DHR was performed and epiq-ncmr00048352 was identified. Per engineering review, there was no adverse impact to product or evidence of relation to the event reported. A lot review was performed via complaint handling system (epiq) using a search of batch 7506674. Conclusively, there are no additional complaint(s) related to the associated batch, and the reported issue.

Manufacturer narrative:
The reported issue was investigated but cannot be conclusively confirmed at this time as the root cause is unknown. It was reported the site will perform a CT scan to investigate for thrombus however it was not confirmed if this occurred as no additional information has been provided. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.